Manufacturer narrative:
One medfusion pump was received with the top case cracked by the tube hold and by the handle. The right plunger case was also cracked and there was no visible contamination. The event history log was reviewed and there was a motor not running error. An occlusion test was performed and the motor not running error was duplicated when using the 60 ml syringe at an infusion rate of 300 ml/hr. The issue was caused by normal wear to a combination of motor assembly including the motor. The motor assembly including motor, lead screw and clutch halves were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor stalled and the case was cracked. There was no patient involvement.